Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: the product was returned to the manufacturing site for investigation. The returned product was tested by visual and chemistry methods, all results were within specifications. No product failure was confirmed. Retain product testing was performed. Visual, chemistry and microbiology methods concluded that all results were within specifications. Manufacturing record review: manufacturing records were reviewed. The production process records were found to be acceptable, all testing items were completed and met specifications. Records included incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material records, or related process/material changes. There were no non-conformances related to this complaint. The reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes with use of consept onestep. She removed the lens immediately and went to the hospital. She saw an ophthalmologist and received 2 (two) eye drops: gatiflo and fluorometholone. Doctor diagnosed her symptoms as conjunctivitis.? She has used consept onestep for over 10 years, and this is the first time she experienced these symptoms. Reportedly, she did not shake the lens case three times. Customer was advised of the proper use of the product per the directions for use. At the time of her call, irritation was relieved, but there was red eye. Product is used in conjunction with tablets. This report represents the solution. A second MDR will be filed for the tablets.